Event description:
Event description cpi received information that during the attempted implant procedure, the implantable cardioverter defibrillator (ICD) exhibited oversensing after threshold testing. The lead system was tested and found to be sound. The ICD was removed.